Event description:
An optometrist reported that a pt who underwent bilateral lasik was diagnosed with stage 1, diffuse lamellar keratitis (dlk) in both eyes, at the same day postoperative visit. The pt had no symptoms and no visual complaints. The topical steroid drops were increased. In a follow up, the optometrist reported that the event resolved with the treatment, one week later. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).